Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. (B)(4).

Event description:
It was reported that there was a malfunction resulting in a system shutdown and loss of mechanical ventilation during a case. There was no patient injury.